Event description:
It was reported that during a laparoscopic cholecystectomy the clip applier was producing clips which were not opposing properly. The clips were not closing from the distal tip and were not aligning correctly. When applied to tissue, the end result was a twisted clip. Unfortunately, in an attempt to repair the situation, all the clips were fired. The patient was not harmed during the procedure. The operation was finished with a new clip applier.